Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for testing for oxygen low flow and positive flow verify. The device's inlet air path, air path foam, sensor board, active exhalation controller, flow sensor assembly and flow path were replaced to address the issues. The unit was also recalibrated to address the issue. A test sw update to address positive flow verification was implemented after this test failure. The device passed all testing.